Manufacturer narrative:
A system log review was not performed, as the reported complaint/failure is not associated with any system errors or logged system events.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The biopsied nodule was 1cm in the right upper lobe and was pleural-based. The procedure was completed with no complications and/or delays, and there are no allegations that a malfunction of an ion system, instrument, or accessory occurred. A postoperative CT scan revealed a small pneumothorax which increased in size over the course of 6 hours, ultimately requiring a 12 french chest tube. The physician reported that since the target was a pleural-based nodule and there was significant cardiac motion during the breath hold when deploying the needle, this biopsy likely resulted in a pleural puncture. The patient was admitted to the hospital for 2 days then discharged home. The diagnosis was metastatic melanoma.